Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead; beginning (B)(6) 2016, ventricular tachycardia non sustained episodes with evidence of lead noise oversensing occurred while the impedance was within range.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic), a slight change in pacing impedance as well as noise with oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.